Event description:
Same case as MDR#2134265-2013-02711. (B)(4). It was reported that during a percutaneous coronary intervention (pci) with stent implantation side branch occlusion occurred. The patient presented due to stable angina and was referred for cardiac catheterization. The target lesion was located in the mid left anterior descending artery (lad). It was described as 30mm long, with a vessel diameter of 2.25 mm and 99% stenosis. The angiography also revealed 10% side branch stenosis at 1st septal. The lad lesion was treated with implantation of two promus element plus stents (2.25x28 mm and 2.25x12mm), with 0% residual stenosis. Post procedure angiography revealed 80% 'branch stenosis' in 1st septal. The patient was discharged the following day on dual antiplatelet therapy.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).